Event description:
It was reported that during an unspecified stenting procedure, a partial deployment occurred. The lesion was located in an unspecified tracheobronchial passage. The 2.5cm ultraflex tracheobronchial stent delivery system (sds) was advanced to the lesion, however, upon deployment, a "suture blockage" occurred and only the distal end of the stent was able to be deployed. The physician attempted to release the suture knots, but was unsuccessful. The device was removed and another of the same device was used to successfully complete the procedure. No injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.